Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the cause of the high impedances was not determined. They mentioned the unexpected settings change. The representative noted that the ins was at elective replacement indicator status and was to be replaced (not yet scheduled). The unexpected settings change and high impedance issues were reported as not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for other disorders. The rep reported that the patient was seen in clinic today and their ins settings were different than what they were in (B)(6), 2017. The rep reported that it appeared the patient was set to default settings of some kind. The rep reported there was no explanation for this as the patient hadn't been to any other clinic, and after interrogation with a clinician programmer, no power on reset (por) messages were seen. The rep reported there were no changes to the patient's therapy. The rep reported the following device settings: (B)(6) 2017 3+ 1- 3.0v, 60 pw, 185 rate (B)(6) 2018 3+ 1- 1.5v, 210 pw, 30 rate the rep reported that the majority of the patient's impedances today were over 2000 which was not the case in (B)(6). The rep reported that the battery voltage was at 3.70v and the hcp left patient on settings they came in with as the patient was receiving therapy. No patient symptoms were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the ins (B)(4) found the ins was functionally ok with only insignificant anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). If information is provided in the future, a supplemental report will be issued.